Manufacturer narrative:
Due to obsolete parts, this unit will not be repaired. This product is being phased out in the global market. Service and replacement parts are no longer available. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported after completing the notice of field correction (nfc) for network interface card (nic) power cables replacement procedure, when we turn on the central control monitor (ccm) touch screen alignment was malfunctioning. Customer tried to calibrate the touch screen and reseated all cables but failed due to touch screen malfunctioning. There was no patient involvement.